Event description:
The customer reported that the 840 ventilator was inoperative. The customer reported to have replaced the graphical user interface (gui) pcb. Covidien loaded the software only and conducted the final testing. The ventilator passed all testing.